Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation.

Event description:
It was reported that while in use the 840 ventilator had a loss of ventilation. The patient was transferred to an alternative ventilator. No patient harm reported.